Manufacturer narrative:
No device return anticipated due to this being a legal case. Z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a legal notification, that a male patient, initial right knee implanted on (B)(6) 2009, was revised on june 4, 2015, approximately 6 years post the initial procedure for unknown reasons. No further information known.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5 - additional information, h6 - clinical code.

Event description:
The patient was implanted with a recalled optetrak logic ps polyethylene tibial insert and was revised and implanted with another recalled optetrak cc polyethylene tibial insert. Additionally, the legal document stated the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering.